Event description:
It was reported that the sheath introducer was inserted in the patient's left femoral artery for placement of a catheter for hemodynamic monitoring. After two days of use, the sheath body separated from the hub and migrated. The pt was taken to or for removal of the sheath, and during the procedure suffered an mi. The pt expired.